Manufacturer narrative:
The a2009 ultra 360 patient positioning system was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with upper and lower handles out of adjustment. Both shock cushions were replaced due to wear. The unit was received with the standard adaptor and not the tri-star adaptor. General maintenance and cleaning required. Readjustment of both handles and replacement of worn shock cushions. Root cause - the reported complaint was confirmed. Unit received showing signs of routine wear. Both handles required readjustment and both shock cushions needed replaced due to wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the latch closest to the head on the ultra 360 patient positioning system (a2009) was not as tight as it should be. There was no patient involvement and no delay in starting case, as it was discovered during inspection.